Event description:
It was reported that a novum iq large volume pump over infused precedex during patient infusion in the pediatric intensive care unit (picu). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5, h6 (update codes), h11. B5: upon additional information, "the pump was programmed to infuse 100 ml at the rate of 20.5 ml/hr." H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.